Event description:
It was reported that the patient was looking for a physician to perform a revision on their spectra penile prosthesis. They were not satisfied with their penis size and were looking to gain some length back. The patient was waiting for a second opinion. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.